Manufacturer narrative:
Age at time of event - 18 years or older

Event description:
It was reported that a shaft break occurred. A 12.0-40 wanda balloon catheter was advanced for pre-dilatation. However, a shaft break was noticed which caused the balloon to not inflate. The procedure was completed with another device of the same model. No complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a shaft break occurred. A 12.0-40 wanda balloon catheter was advanced for pre-dilatation. However, a shaft break was noticed which caused the balloon to not inflate. The procedure was completed with another device of the same model. No complications were reported and the patient status was stable. The device was returned for analysis. A visual and microscopic examination was performed on the returned device. The balloon was unfolded which indicates it had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was seen escaping from a pinhole leak in the catheter in the middle of the proximal balloon bond, approximately 16mm proximal to the proximal edge of the proximal markerband. A visual and microscopic examination of the catheter and balloon material identified no issues that could have contributed to the catheter pinhole. The markerbands and tip section of the device were visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. No other issues were identified during the product analysis.